Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date is unknown. The device was returned for analysis. The whole suture was not returned with the device. The reported suture difficulty could not be confirmed. Inspection of the returned device indicated that the anterior cuff successfully captured the needle during the plunger deployment, but the link detached from the swage end of the posterior cuff during the needle plunger retraction. Link detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported experience. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture difficulty incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, "when you usually pull the sutures out the back of the device then back the device out and pull the sutures from the hole in the middle of the sheath the sutures were not attached to the thing you pull out. The device was backed out slowly and grabbed the sutures at the hole in the shaft and could see the knot and the end of the closure loop of the suture were inside the sheath right at the spot you normally would pull them out to complete the closure. When the sutures were brought up the whole stitch came out and looks like it had been in the middle of the sheath the whole time and never had deployed into the artery. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although, the name of the physician was provided, it is unknown if the physician has been trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.